Event description:
Leg muscles got "locked in place" (unspecified) [muscle disorder]. Extremely painful to walk [pain]. Very little cartilage in the knee [chondrolysis]. Warmth to the knee [joint warmth]. Walking with a walker [gait disturbance]. Little fluid removed from knee [joint effusion]. Swelling to the knee [joint swelling]. Case description: spontaneous report was received on (B)(4) 2012, from a consumer (pt's husband) regarding a (B)(6) female pt, initials (B)(6), with chondrolysis. The pt's medical history was significant for knee cap out of place and a little bit of cartilage degeneration. On an unspecified date in (B)(6) 2011, the pt initiated treatment with synvisc one (hylan g-f 20) injection at 6 ml, once into the left knee. The lot number of synvisc one was not provided. On an unspecified date, the pt had a reaction to the injection which included swelling and warmth to the knee. It was reported that prior to the injection, there was no swelling or warmth at the knee. Since the injection, the pt's muscle got "locked in place". On (B)(6) 2012, she underwent an arthroscopy during which her leg was stretched out to normal position. The pt was walking with a walker and it was extremely painful to walk. It was reported that a pain blocker was put in. On an unspecified date, arthrocentesis was performed and very little fluid was sent for tests as there was very little fluid in the knee. No action was taken with synvisc one. The outcome for the events of leg muscles got "locked in place" (unspecified); extremely painful to walk, very little cartilage in the knee, walking with a walker, little fluid removed from knee, swelling to the knee and warmth to the knee was not yet recovered. Concomitant medications were not provided. The intensity for the events of leg muscles got "locked in place" (unspecified); extremely painful to walk, very little cartilage in the knee, walking with a walker, little fluid removed from knee, swelling to the knee and warmth to the knee was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.